Manufacturer narrative:
Concomitant medical products: dtpa2qq crt-d implanted:(B)(6)2024 6935m62 lead implanted (B)(6)2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a possible infection was noted in the cardiac resynchronization therapy defibrillator (crt-d) pocket with noted purulent discharge/pus, redness and wound dehiscence. The crt-d system was explanted and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.